Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during loading of lens haptic was broken, so it was not implanted.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was returned for analysis and the reported complaint was observed. Iol (intraocular lens) returned inside clear plastic bag. Solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and is returned, the other haptic is intact. The optic is scratched/marked-rejectable with loose fibers and particulate. No cartridge returned. Additional information of the complainant indicates the use of a phaco handpiece/injector which are not qualified for use with the associated iol model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non-qualified combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).